Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b14 (to capture DHR). Corrected: h3. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6 product investigation: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics send the device to r &d team conducted an investigation bases on the returned implant note: the complaint device was evaluated and investigated by the rnd team. Implant was returned and is generally in good condition. All etching is clear and visible, there is no apparent discoloration, cracking or deformation of the implant. It appears that intra-operative modification of the implant shape with a burr was attempted as is allowed per IFU. The functional test cannot be performed because the 3d printed verification model of the patient¿s bone was not returned along with the implant itself. Therefore, there is no way to verify the fit of the implant to this specific patient¿s anatomy. There was no design defect or deficiency identified for this event the claimed poor fit cannot be identified or reproduced. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the psi sd800.427 peek implant was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): on 08/19/2024 by (B)(4): part number: sd800.427-us. Lot number: 27897p0. Part manufacture date: 07/12/2024. Manufacturing location: brandywine. Part expiration date: n/a. Nonconformance noted: n/a. A review of the device history record of this lot revealed no complaint-related anomalies. The device history record shows that the patient specific implant (psi) was processed through all operations on the released routing for part number sd800.427-us and met all specification requirements at the time of release with no issues documented during manufacture that would contribute to this complaint condition. Device history review: on 08/19/2024 by (B)(4): product lot met all inspection specification requirements at the time of release with no issues documented during manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. E1: initial reporter is j&j company representative. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on august 6, 2024, sales consultant received notification from the field that this implant did not fit properly so it was not implanted. Defect was not able to be covered using the patient specific implant but was instead covered using titanium mesh. Surgery was completed successfully with a 30 minute delay. This report is for one psi sd800.427 peek implant. This is report 1 of 1 for (B)(4).